Event description:
It was reported that, one day post-implant, the lead was found to be dislodged which resulted in no pacing. During the revision procedure, the lead was repositioned several times unsuccessfully because the helix would not fix. Upon explant of the lead, it was discovered that there was myocardium tissue attached to the helix and the helix was observed as being slightly bent. The lead was explanted and was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant products: a3dr01 implantable pulse generator (B)(6) 2013; 457453i mplantable pacing lead, (B)(6) 2013; 5086mri58 implantable pacing lead, (B)(6) 2013. (B)(4).